Event description:
It was reported that the pulse generator exhibited an error message of -data not ready- during battery measurement. The device was near elective replacement indicator and the physician decided to explant it.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited measured data anomalies when the device was close to elective replacement indicator (eri). However the hybrid manufacturer was unable to reproduce the failure hybrid level. The reason for the failure could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.